Manufacturer narrative:
(B)(4) date sent: 05/06/2025 d4: batch #unk. Additional information was requested, and the following was obtained: is the current patient status known: good was there any patient consequence or change in the post-operative care of the patient as a result of the event? No a manufacturing record evaluation was performed for the finished device ecr60d with lot number 686a43; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during closure of the residual gastric stomach procedure, it was observed that there was incomplete nail formation with abnormal incision, and manual suture was performed later. There was no patient consequence nor surgical delay reported. Additional information requested.